Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that the patient stated he lost pressure in his artificial urinary sphincter when sitting up on a hard chair or "sitting up and down on a bicycle." No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient stated he lost pressure in his artificial urinary sphincter when sitting up on a hard chair or "sitting up and down on a bicycle." No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Type of reportable event: changed from serious injury to malfunction. Device not returned for evaluation.

Event description:
It was reported that the patient stated he lost pressure in his artificial urinary sphincter when sitting up on a hard chair or "sitting up and down on a bicycle." No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.